Event description:
During the load process, the customer loaded the cartridge with cold humalog insulin from a three-day old cartridge. Then at the fill tubing step, the pump requested a minimum of 50 units. Customer tried adding more insulin to the cartridge while the fill tubing prompt was still on, but had no success. Customer was able to complete the load process with a new cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.